Manufacturer narrative:
This device was incorrectly reported for AED when it is not an AED product and this AED will be canceled.

Manufacturer narrative:
Device serial number is unknown at this time.

Event description:
It has been reported that the AED is not functioning properly.